Event description:
It was reported the device displayed multiple acu watchdog failures and primary audible alarm post errors; speaker was replaced some time ago but the issue persists. It was discovered during preventative maintenance, bench testing. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a crack on lower left front corner of top case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced interconnect pcb (printed circuit board) and speaker for preventive measure and upgraded the software. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: catalog number: 4000-0106-01 d4: correction: model number: 4000.